Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Although the used complaint device was not returned, five unused sterile devices from the same lot were returned. Analysis of the unused sterile devices noted five unopened guide wires returned with no blood or contrast visible. There was no damage found to the guide wires. The outer diameter of each of the guide wires were measured with a laser micrometer and each met manufacturing criteria. The tip and solder joints of each of the guide wires were measured with a hole guage and each met manufacturing criteria. During testing, the coils on the second guide wire became offset proximal to the center, due to handling. Resistance between a non-abbott stent delivery system and the guide wire can occur due to, but not limited to, a damaged guide wire, condition of the wire coating, patient anatomical morphology, wire manipulation technique, and/or lesion characteristics. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing/pulling is required, the clearance between the wire and the non-abbott stent delivery system can be reduced to an undesirable level and cause resistance between devices. Coagulation of blood or contrast can also be a factor in reducing clearance. The non-abbott stent delivery system and the guide wire were not returned which may have aided in the investigation. Reportedly, after removal, the guide wire was wiped down with wet gauze and remained tacky which can occur due to, but not limited to, condition of the guide wire coating and/or coagulation of blood and contrast. Since there was no reported damage to the guide wire during inspection prior to use, this appears to be related to case circumstances and was not likely pre existing. In order to ensure that damage to the wire that could cause resistance does not occur due to a product quality deficiency, manufacturing visually inspects 100% of the guide wire tip after loading into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Review of the device lot history record found no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, a conclusive cause of the reported resistance between the guide wire and other device cannot be determined and the reported guide wire texture being tacky appears to be related to case circumstances, and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Resistance between a non-abbott stent delivery system (sds) and the guide wire can occur due to, but not limited to, a damaged guide wire, condition of the wire coating, patient anatomical morphology, wire manipulation technique, and/or lesion characteristics. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing and pulling is required, the clearance between the wire and the non-abbott sds can be reduced to an undesirable level and cause resistance between devices. Coagulation of blood or contrast can also be a factor in reducing clearance. The non-abbott sds and the guide wire were not returned which may have aided in the investigation. In order to ensure that damage to the wire that could cause resistance does not occur due to a product quality deficiency, manufacturing visually inspects 100% of the guide wire tip after loading into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Review of the lot history record for this device found no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, a conclusive cause of the reported resistance between the guide wire and other device cannot be determined and the reported guide wire texture being tacky appears to be related to case circumstances, and there is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure a non-abbott stent was implanted in the circumflex artery over a balance middleweight guide wire. An attempt was made to remove the stent delivery system (sds); however, it was stuck on the guide wire. The sds and guide wire were removed together and there was no adverse patient effect. After removal, the guide wire was wiped down with wet gauze and remained tacky. Though requested no additional information was provided.